Event description:
It was reported that during the superion indirect decompression (ID) procedure, the driver tip/s broke off while pushing the dilator down and deploying the implant. The physician retrieved the broken driver pieces and completed the procedure using another driver of the same model. The patient did well post-operatively.

Manufacturer narrative:
Correction to follow up 1 MDR in block a1. A comprehensive review of events within the quality system identified this record as requiring remediation, including reporting and submission of an initial emdr per applicable criteria. Boston scientific has opened a corrective and preventive action (CAPA 8647) investigation to determine the root cause for why an initial emdr was not previously submitted to the FDA in accordance with boston scientifics established MDR reporting process and FDA adverse event reporting requirements. Information gained through these investigation efforts will be utilized to determine root cause and implement appropriate preventive action(s), as necessary. Fields h7 and h9 were updated. Analysis of the returned driver revealed that the tips of the driver were damaged and completely sheared off which was likely caused by excessive force. The damage to the driver was sufficient to prevent functional testing. A product labeling review identified that the device was used per the instructions for use (IFU)/product label. Additionally, labeling states avoid application of excessive stress on instrumentation and do not force deployment or implant breakage or damage to bony structures may result. It also states to carefully inspect all instruments prior to and after use. Do not use an instrument that is visibly damaged. If an instrument appears damaged after use confirm that no broken fragments are retained in the patient. Therefore, engineers concluded that the probable cause was failure to follow instructions contributed to this event.

Manufacturer narrative:
Analysis of the returned driver revealed that the tips of the driver were damaged and completely sheared off which was likely caused by excessive force. A product labeling review identified that the device was used per the instructions for use (IFU)/product label. Additionally, labeling states avoid application of excessive stress on instrumentation and do not force deployment or implant breakage or damage to bony structures may result among other risks associated with the procedure. Therefore, engineers concluded that the probable cause was failure to follow instructions contributed to this event.

Event description:
It was reported that during the superion indirect decompression (ID) procedure, the driver tip/s broke off while pushing the dilator down and deploying the implant. The physician retrieved the broken driver pieces and completed the procedure using another driver of the same model. The patient did well post-operatively.

Manufacturer narrative:
A comprehensive review of events within the quality system identified this record as requiring remediation, including reporting and submission of an initial emdr per applicable criteria. Boston scientific has opened a corrective and preventive action (CAPA 8647) investigation to determine the root cause for why an initial emdr was not previously submitted to the FDA in accordance with boston scientifics established MDR reporting process and FDA adverse event reporting requirements. Information gained through these investigation efforts will be utilized to determine root cause and implement appropriate preventive action(s), as necessary. Fields h7 and h9 were updated. Analysis of the returned driver revealed that the tips of the driver were damaged and completely sheared off which was likely caused by excessive force. A product labeling review identified that the device was used per the instructions for use (IFU)/product label. Additionally, labeling states avoid application of excessive stress on instrumentation and do not force deployment or implant breakage or damage to bony structures may result among other risks associated with the procedure. Therefore, engineers concluded that the probable cause was failure to follow instructions contributed to this event.

Event description:
It was reported that during the superion indirect decompression (ID) procedure, the driver tip/s broke off while pushing the dilator down and deploying the implant. The physician retrieved the broken driver pieces and completed the procedure using another driver of the same model. The patient did well post-operatively.